Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex enteral colonic stent was returned for analysis. Visual examination of the returned device noted that the stent had been deployed and was not returned. The clear outer sheath and the proximal end of the blue outer sheath were accordioned. The handle was not broken; however, the distal handle had been moved distally off the stainless steel shaft. During the product analysis, the investigator was able to retract the outer sheath with no issues. However, resistance was met when the outer sheath was moved distally. The shaft was dissected at the proximal end of the clear outer sheath and the blue outer sheath was dissected longitudinally; no other issues were noted. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the outer sheath was accordioned. The resistance met during functional analysis was most likely due to the damage on the outer sheath. The noted damage was consistent with resistance being met during reconstrainment. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a stent placement for alimentary tract procedure in the descending colon performed on (B)(6) 2015. According to the complainant, the stent was used for reduction in pressure prior to treatment of a malignant 1cm stricture in descending colon. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician began to deploy the stent at the distal site of the lesion; however, the stent accidentally moved out of the lesion. The physician tried to reconstrain the stent but failed. The endoscope unintentionally moved out of position so the physician removed the partially deployed stent and endoscope out of the patient. While outside the patient, the physician still could not reconstrain the stent. It was noted that the outer catheter of the stent was stretched and detached from the handle. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a stent placement for alimentary tract procedure in the descending colon performed on (B)(6) 2015. According to the complainant, the stent was used for reduction in pressure prior to treatment of a malignant 1cm stricture in descending colon. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician began to deploy the stent at the distal site of the lesion; however, the stent accidentally moved out of the lesion. The physician tried to reconstrain the stent but failed. The endoscope unintentionally moved out of position so the physician removed the partially deployed stent and endoscope out of the patient. While outside the patient, the physician still could not reconstrain the stent. It was noted that the outer catheter of the stent was stretched and detached from the handle. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.